Manufacturer narrative:
A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable glucose results for 1 patient tested on an accu-chek inform ii meter with serial number (B)(4). At 5:00 am the qc was acceptable. At 20:21 the glucose result from the meter with a fingerstick was 508 mg/dl. At 20:24 the glucose result from the meter with a fingerstick from a different finger was 159 mg/dl. At 20:40 a sample was collected for the laboratory and the result was 128 mg/dl.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was measured with retention strips. All returned results are within acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy.